Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse noted that all instruments performed the guided tool change with no issues reported by the staff and no system errors. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) investigation is still underway. A follow-up MDR will be submitted once the investigation has been completed/ additional information has been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced guided tool change issues. The customer informed the technical support engineer (tse) that arm3 had a stapler 30 installed. After reloading the instrument, the staff reinserted the instrument using guided tools change. The instrument was accepted and inserted, but the instrument tip continued past the previous instrument location by 1-2 centimeters. The staff then noticed the instrument tip would move 1-2 centimeters to the left or the right of the previous position. The tse reviewed the system logs and there were no associated logs to report. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a splenectomy. There were no delays in the procedure. There was no harm to the patient.